Event description:
It was reported that the patient had stimulation in the wrong location. The patient just had the device implanted and they were told that they would feel stimulation within the pelvic area and they were not getting that result. It was noted that this had been going on since implant and the patient was implanted 1 week ago. The patient was still getting up like they were before the implant and their follow-up appointment was scheduled for (B)(6) 2014. It was reported that the patient was feeling stimulation and tingling where it was implanted in their back and had had no symptoms controlled. The patient was sure it was on and they even turned it up to make sure it was on. It was noted that the patient¿s health care provider (hcp) had not told them to change the programs or the amplitude and after implant they were on program 2 and they changed to program 3 on their own without hcp direction. The pain was in the implantable neurostimulator (ins) area and they were able to change the program and lock it in. It was reported that the patient was on program 3 at 0.8v and they were feeling stimulation in the ins area and not at all feeling it in the vaginal area on either the second or third and they went back to program 2 at 0.0v and increased to 0.8v. The patient felt stimulation in the ins area the upper buttock area sort of.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0h959, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(6), product type: programmer, patient. (B)(4).